Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 418 mg/dl. Patient's current blood glucose value: 133 mg/dl. Reportedly, customer in morning woke up with high blood glucose value of 400 mg/dl, treated with manual injection. Several hour later the bg started going down to 272 mg/dl and pump bloused went to 358 mg/dl, bolused went to 275 mg/dl. Customer also reported infusion set bent cannula. The insulin pump passed high pressure test. The customer stopped wearing the insulin pump not more than 48 hours from hospitalization. The customer was treated with manual injection. The device is not expected to be returned for analysis.